Event description:
It was reported that six months after the implant of this device, the patient exhibited chest tightness and fatigue with low blood pressure, with a heart rate of 30 beats per minute (BPM). Imaging was required and it was noted that the device was not providing the appropriate therapy and premature battery depletion (PBD) was suspected. As a result, this device was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.